Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunctions. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) patient (gender unknown), the device powered on without display and unable to change modes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.